Event description:
It was reported by the plaintiff's attorney that "on or about (B)(6) 2009," the plaintiff was implanted with an ams monarc subfascial hammock to treat stress urinary incontinence and pelvic organ prolapse. The plaintiff's attorney alleged that the plaintiff "suffered and will continue to suffer pain, disability, impairment," and other damages. The plaintiff's attorney also alleged that the device eroded and caused scarring.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.